Event description:
Spontaneous. Patient reported these cleos and opsite are not sticking correctly and they keep falling out even after a complete cleaning the surface and changing the site. No missed dose or adverse event reported. Unknown if available for return. No further info. Reported to cvs/caremark by pt/caregiver.